Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent occlusion alerts associated with the infusion set while using the ilet, with blood glucose readings of approximately 334¿354 mg/dl and no other significant symptoms. The problem presented as obstruction of insulin flow and was discussed in relation to the connector/coupler and infusion set, with troubleshooting and education provided on cartridge filling and insertion technique. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, followed by consultation with clinical staff and a plan for in-person assessment of site technique and skin integrity. Investigation of this case revealed a deformation-related problem consistent with obstruction of flow, potentially involving the connector/coupler and infusion set interaction, with occlusions occurring upon insertion into the skin and not when the cannula was outside the body. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.